Manufacturer narrative:
No specific patient information was included in the article. The event date reflects the date the article was available online. The retrospective review included data between january 2007 and december 2015. (B)(4). The lot numbers of the devices were not provided, therefore the expiration date, manufacture date and approximate age of devices are unknown. The retrospective review was performed with events documented at (B)(6) . A supplemental report will be submitted when the manufacturer''s investigation is completed. The information was noted from the following journal article: kakisis, j. D., antonopooulos, c., et al. Safety and efficacy of polyurethane vascular grafts for early hemodialysis access. Journal of vascular surgery, 31 aug 2017, pp. 1-6. Elsevier doi: https://doi.org/10.1016/j.jvs.2017.06.083.

Event description:
The following information was noted in a journal article. A single center, retrospective cohort study was performed to evaluate the safety, efficacy and complication rate of polyurethane (pu / vectra graft) vascular grafts for dialysis access in patients in whom early cannulation was performed. The data reviewed was from between january 2007 to december 2015. The patients all had experienced an acute thrombosis of a previous arteriovenous access. The study focuses on 125 patients who were treated with an implanted straight av graft in the arm between the brachial artery and the axillary vein. In sixty-four (51.2%) of the implants, the vectra polyurethane (pu) vascular graft was used and the rest of the sixty-one patients had an expanded polyetraflouroethylene (ptfe) graft with and a central venous catheter (cvc) used for acute dialysis. Pu grafts were generally cannulated twenty-four hours post placement for immediate dialysis purposes. Ptfe grafts were generally cannulated after a minimum maturation period of 3-5 weeks. Grafts were monitored every week for dynamic pressure measurements and every two weeks for static pressure measurements. Complications assessed for during review included graft infection, pseudoaneurysm, seroma, hand ischemia, and graft occlusion as verified by color duplex ultrasound. Graft infection was treated by removal of the infected graft material combined with antibiotic therapy. Pseudoaneurysms were treated by resection and segment interposition. Stenosis of the anastomosis was treated by stenting. Graft thrombosis was treated by thrombectomy. Results of this study showed none of the central venous catheters, which were used for hemodialysis until the ptfe grafts could be cannulated, were infected. Five patients in the pu group developed graft infection after two to thirty-nine months, and the ptfe group had three graft infections after four to thirty-three months. Cumulative infection rate at five years was 13% in the pu group verse 8% in the ptfe group. Statistical analysis revealed that there was no difference in the graft infection rate between the two groups (p = 0.6). The graft that was infected within the first three months after implantation was treated by total graft excision, and the remaining seven infected grafts were treated by partial graft excision of the involved graft segment and a new graft with a new tunnel was implanted. One patient in the pu group who was treated by partial graft excision developed recurrent graft infection in the remaining graft segment, necessitating total graft removal where staphylococcus aureus was the responsible bacterium. None of the pu group patients developed pseudoaneurysms necessitating intervention compared to one patient in the ptfe group who developed skin changes at a needle-stick site. None of the patients in either group developed access-related hand ischemia, edema persisting past the perioperative period, or seroma. In addition, the only factor that affected graft patency was diabetes mellitus. The conclusion stated that pu grafts offer the advantage of early cannulation with infection, pseudoaneurysm formation and patency rates similar to those of the ptfe grafts.

Manufacturer narrative:
No products were evaluated. The hospital submitted an article published in the journal of vascular surgery - "safety and efficacy of polyurethane vascular grafts for early hemodialysis". The vectra vag was used for the polyurethane (pu) graft; the maxiflo vag was used for the expanded (ptfe) graft. The ptfe patients also required a central venous catheter. The study took place from jan 2007 to dec 2015 and consisted of 64 patients using the vectra pu graft and 61 patients using maxiflo ptfe grafts. The authors concluded that the pu grafts offer the advantage of early cannulation with infection, pseudoaneurysm formation and patency rates similar to the ptfe grafts. Infection is listed in the vectra vascular access graft (vag) instructions for use as a potential complication that may occur with any surgical procedure involving a vascular prosthesis. A review of the device history records could not be performed as no device tracking information was provided. The manufacturer is closing the file on this event.